Manufacturer narrative:
The patient had completed their lengthening treamtent and was in the consolidation phase. The patient's existing precice nail was removed and the patient was implanted with a solid nail, without incident. To, date the device has not been returned; therefore, no evaluation can be conducted. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications. Device evaluation in process.

Event description:
A doctor alleged that after approximately three (3) months after implantation, the distal screws for a patient's tibial precice nail appeared to be backing out. The doctor also alleged that the patient's precice nail may have shortened.